Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-01836. The pt rec'd her scs system, including an ipg and percutaneous lead, on (B)(6) 2011. It was reported that the pt felt a change in her stimulation coverage, and she no longer experienced pain relief. An x-ray revealed that the lead had pulled out of the ipg header. On (B)(6) 2011, the pt reported that her only functioning program had stopped working. Diagnostic testing was performed, and it was reported that there were only two lead contacts available for reprogramming. The pt reported some pain relief after reprogramming. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.